Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator was not sensing a simulated heart beat on the atrial side. It was further requested that the generator receive its annual test and calibration. The generator was returned to service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator was not sensing a simulated heart beat on the atrial side. It was further requested that the generator receive its annual test and calibration. The generator was returned to service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit was not sensing on the atrial side. Analysis did find that the upper and lower cases and the battery drawer were broken, that the ring, ring cover, both bails and both bail covers were missing, that the battery contacts were compressed and the keyboard was scratched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.